Event description:
The alaris pump and the channel in use "burned out." The staff noted that one pump channel had malfunctioned, so the channel was changed out, however there was no improvement. It was at this time the staff noticed the pump connections had shorted out and a burning odor was present. The pump was removed from service, and the medications were transferred to a new pump. There was no patient harm as a result of this malfunction.